Event description:
The device was implanted on 5/21/1993. Pt was reported to have developed symptomatic pseudarthrosis, low back pain and radicular leg pain. Device was explanted 2/1/96. Screws in sacrum were found to be loose.